Event description:
New style (dst-xli) gantry very unstable when trying to place on rails and place legs on. Wooden brace that helps stabilize gantry was removed. Gantry tipped forward and crashed to floor. Damage to gantry.